Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery was not holding charge for more than two hours even when fully charged. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Log file analysis revealed that the battery discharged as expected when in use. Additionally, no power switching events were recorded involving the battery. As a result, the reported event could not be confirmed during bench testing. If information is provided in the future, a supplemental report will be issued.